Event description:
On 04/24/2026, it was reported that the patient received the device in (B)(6) 2026 and used it for one week. During that time, he developed severe pain on the right side, specifically in the temporalis muscle and tmj. He immediately stopped using the mad and noticed that his bite had changed[?]he was unable to achieve occlusion on the right side. Since then, he has recovered approximately 90% of his normal bite, but he still experiences sharp pain on the right side when he sneezes. The device was delivered to the patient on (B)(6) 2026. The patient first used the device on (B)(6) 2026. The incident took place on (B)(6) 2026, and the patient stopped using the device on (B)(6) 2026. The patient reported the issue on (B)(6) 2026. No permanent injuries were reported.

Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Daybreak: case (B)(4). Manufacturer reference #: (B)(4).